Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The novaflex+ delivery system was returned to edwards lifesciences for evaluation. During visual inspection the following was observed: longitudinal balloon burst and no gels, scratches, or abnormalities along tear. The novaflex+ balloon single wall thickness measurements were taken with a digital blade micrometer. All measurements met the specification. There was no functional testing that could be performed due to the condition of the device (balloon burst). During manufacturing, the delivery system undergoes multiple 100% inspections which support that it is unlikely a manufacturing non-conformance was the source of the complaint. The complaint for ¿balloon burst¿ was confirmed. However, no manufacturing non conformities were revealed during the engineering evaluation of the returned samples. Per the report received, the balloon burst was attributed to either the severe calcium on the native leaflets and aorta, or the sapien xt top struts. Since no manufacturing non-conformances were identified in the product evaluation, and the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device, no preventative or corrective actions are required. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two reports being submitted for this event. Please reference related manufacturer report no. 2015691-2015-02928.

Manufacturer narrative:
The complaint devices have been returned to edwards for evaluation. Investigation of this event is ongoing.

Event description:
During a transfemoral tavr procedure the balloon for two novaflex+ delivery systems ruptured. There was no injury to the patient. A 26mm sapien xt valve was prepped on a 26mm novaflex deliver system with nominal volume in the atrium. The native aortic annulus was crossed without difficulty with the first system. Under rapid pacing at 180bpm the 26mm sapien xt valve was deployed 60:40 aortic. At peak inflation during valve deployment with nominal volume in the delivery system the novaflex balloon burst. The delivery system was removed through the esheath without incident. Post deployment tee revealed mild to moderate pvl. The attending physician requested another 26mm novaflex delivery system be prepped with an additional cc of contrast solution in the atrium. The second delivery system crossed the sapien xt valve without difficulty. Under rapid pacing at 180bpm the delivery system balloon was inflated, and also burst at peak inflation. The second system was also removed without difficulty through the esheath. Post second inflation tee revealed no change in pvl, as it was still mild to moderate. It was decided to use a 24x45mm bard vida balloon for a third inflation. The vida balloon was inflated with a 60cc syringe of unknown volume under rapid pacing at 180 bpm. Post inflation tee revealed trace to mild pvl. The devices were removed without difficulty, and the site closed via proglides. The patient was extubated in the operating room (o.r.) And transferred to pacu for post op observation. The balloon bursts were attributed to either the severe calcium on the native leaflets and aorta, or the sapien xt top struts. This is one of two reports being submitted for this event.